Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported something was jammed in the insulin pump and customer is unable to take it off. Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 201 mg/dl. Troubleshooting was performed. Customer reported the insulin was squirting out during the manual prime process. Insulin continued to drip even after the motor had stopped the process. Customer was unable to exit the "preparing to prime" loop. Rewind message occurred after the alarm. Customer advised to disconnect from the device. Customer states the device was not drop or bump to the alarm. Customer stated the drive support cap is protruded. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.